Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 41 (patient temperature sensor failure) error message" was confirmed during the functional testing and the archive data review. The root cause for the reported complaint was due to the damaged temperature sensor. Upon visual inspection, no physical damage was observed. The autopulse platform failed initial functional testing due to ua41 (patient temperature sensor failure) error message displayed upon powering on. The archive data review showed occurrence of multiple ua41 error message on the reported complaint date. The temperature sensor was replaced to remedy the occurrence of ua41 error message. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 41 (patient temperature sensor failure) error message and the user was unable to clear the error message. No patient involvement.